Event description:
It was reported that the patient broke their clavicle and an x-ray was taken. A few days later there was a atrial lead warning and a polarity switch occurred. It was noted that the atrial impedance was trending downward in recent months. It was also reported that atrial high rate (ahr) episodes with far field r-wave sensing has occured since the polarity switch. It was also noted that there was an increase in ventricular capture thresholds. The device was reprogrammed to increase the ventricular output voltage. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.